Event description:
It has been reported the v60 ventilator/battery failure

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17526.

Manufacturer narrative:
B5-this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that there was a battery failure. It was reported that there was no patient involvement at the time the issue was discovered. After confirming the reported issue, the authorized service provider (asp) replaced the battery, checked to see if the new battery worked normally, and checked that the signal was normal. Upon using the device and checking the battery, the customer verified that the reported issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.